Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had swelling on chest. Caller states it was some kind of infection and it was taken care of.